Event description:
Caller states that the following results were obtained on a neonate patient within 10 minutes: 57 mg/dl (inform) and 35 mg/dl (lab). Caller states that the baby's heel was very poked and was concerned about the blood samples having a lot of tissue fluid. The baby was on a 20% dextrose drip at the time of the readings. Caller states that controls were run and passed prior to the incident. In addition, linearity was performed on the system and passed. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.